Manufacturer narrative:
The customer will be provided with the replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on by opening the lid. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on by opening the lid. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to the depleted battery. During testing, the device was able to power on with a known good battery. The customer has been provided with replacement device. The customer's device is archived by stryker.